Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is believed to have experienced an in-situ failure. A review of the device history record was completed and no anomalies were noted. This is the final report.

Event description:
The recipient is reportedly experiencing decreased performance. The recipient's device will not be explanted at this time.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: h.6 advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts to the top and bottom of the silastic cover. In addition, the array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some electrical tests from being performed. The device passed the electrical and mechanical tests performed. The scanning electron analysis revealed no anomalies. The reported complaint of poor performance could not be verified during this analysis, which was limited in some respects due to the electrode being severed prior to receipt. This device passed all of the tests performed. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.